Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician e3-not applicable st. Jude medical crmd reliability laboratory failure (event) observed during analysis. Low battery voltage was observed in the laboratory. Evaluation revealed that the device was drawing high current during electrical testing. The device was opened for further analysis. The battery was depleted due to a capacitor anomaly.